Event description:
Three pt sodium samples gave results of 130/130/130 mmol/l initially. When repeated, the results for the three samples were 146/136/147 mmol/l. The incorrect results were not used to guide therapy. The field service rep found the valve for pipettor c was bad and repaired the instrument by replacing the valve.